Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014 and then experienced a revision surgical procedure on (B)(6) 2022 approximately 8 years 7 months after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
H10. Updated / additional information - g1, g3, g6, h1, h6 (component code as bearings). H6. Investigation results - the revision reported may have been the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/ photographs and operative notes were not provided. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. D4: corrected. G4: corrected. H6: corrected health effect and investigation clinical codes.